Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide devices with reported issue referenced in b5 are filed under separate medwatch report numbers.na.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with 4 proglide devices using the pre-close technique via a 6f sheath hole prior to a percutaneous femoral cannulation (pfc) procedure. Reportedly, with all 4 devices, cuff misses occurred as the sutures were not present when the plungers were removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 17f and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported needle to cuff miss was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.